Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device: unknown/coils had migrated") and pelvic floor repair ("bladder or urinary problems or changes: pelvic mesh after hysterectomy") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included overweight. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and back pain ("back pain"). In 2016, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient underwent pelvic floor repair (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved, the device dislocation, pelvic floor repair, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue and weight decreased outcome was unknown and the nausea and depression was resolving. The reporter considered back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic floor repair, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Ultrasound scan vagina - in 2013: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received with her demographic details were updated. Reporter added. Product indication added. Race information added. Following events were added: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: pelvic mesh after hysterectomy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migration of essure device location of device: unknown, nausea, psychological or psychiatric problems condition: depression, weight loss and back pain. Event onset date were added. Event outcome added for: pain, back pain, abnormal bleeding (vaginal), menorrhagia, nausea and psychological or psychiatric problems condition: depression. Medical history added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.